Event description:
It was reported that during follow-up in clinic, the patient presented with noise that resulted in pacing inhibition on their right ventricular lead. Low out of range lead impedance was also noted. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences and the patient was stable.